Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, the procedure was able to be completed with this generator; however energy was being delivered intermittently in monopolar coag mode to the accessory device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event: intermittent energy delivery. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the cover to have a few minor scratches. Functional evaluation was performed and all the knobs and switches appear to function properly. However, the active cord connector seems to be connected loosely to its mating connector. In order to test the monopolar output, the active connector had to be held in contact with its mate. The active connector was replaced and then the unit passed the endostat iii return evaluation procedure and is within all test parameters. The complaint was confirmed. The most probable root cause is wear and tear due to long or extended use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, the procedure was able to be completed with this generator; however energy was being delivered intermittently in monopolar coag mode to the accessory device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.